Event description:
It was reported that a flogard pump alarmed with code f38. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is unavailable.

Manufacturer narrative:
(B)(4). The reported condition of f38 alarm was confirmed by the sample evaluation. The cause was identified to be that the left fsr was damaged. To resolve the reported condition, the left fsr was replaced. No further action required as the device passed all tests performed per baxter procedures. The device was returned to the customer in good working condition. The cause of the reported problem was identified to be that the left roller was damaged. To resolve the reported problem, the left roller was replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition of f38 alarm was confirmed by the sample evaluation. The cause was identified to be that the left fsr was damaged. To resolve the reported condition, the left fsr was replaced. No further action required as the device passed all tests performed per baxter procedures.